Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported when using a fetal monitor for twins or triplets, the heart rate is reading very high in the 180s. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Based on upon further review, it has been determined this record is a duplicate of the event reported in MFR report number 9610816-2024-00283.